Event description:
A malfunction alarm identified as "malf 1" was reported, and it was confirmed that there was no adverse impact to the customer's blood glucose level. No notable events occurred prior to the malfunction. The pump, which was still under warranty, could not have its malfunction code reset. As a corrective action, the customer was instructed by technical support to place the pump into storage mode and return it to tandem using a pre-paid ups label. A replacement pump will be sent. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.